Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the angulation cable snapped and the angulation knob became immobile. The issue occurred during a diagnostic colonoscopy procedure, which was completed with an olympus back-up device. A slight delay to the procedure was reported. There was no patient injury reported.